Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced hyperglycemia with a blood glucose of 298 mg/dl shortly after initiating ilet therapy and chose to shut down the device and revert to backup therapy per trainer instruction, without attempting a site change; no device alerts or alarms were reported. Symptoms included elevated blood glucose. Outcomes included self-management with device shutdown and transition to backup therapy, with no hospitalization reported. Investigation included a phone-based troubleshooting and education session to guide device shutdown and discuss potential site-related causes. Investigation of this case revealed an unclear cause of hyperglycemia with no confirmed device malfunction and a potential infusion site issue not confirmed due to the user declining site troubleshooting. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.